Event description:
Our statspin express 4 centrifuge exploded, and parts flew off the equipment. This centrifuge was purchased 5/5/2022. No issues noted when using. Specimens were placed in centrifuge and a loud boom with the front piece flying off and pieces were shattered inside the centrifuge. Employee had a loud ringing in his ear but no injuries. The manufacture is beckman coulter, and the model is ssh4.